Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. A manufacturing record evaluation was performed for the finished device batch pah960 number and no non-conformances were identified. H3 device evaluation summary: it was received for analysis an empty opened overwrap and a empty opened folder of product code 2809, lot pah960. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿the suture broken easily". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the cause could not be determined.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The suture broken easily during use. There were no adverse patient consequences reported.